Manufacturer narrative:
Review of information provided and analysis of the returned device concluded that there is no evidence of a product defect. Device history record review for the returned device did not find any deficiencies.

Manufacturer narrative:
Additional information will be provided upon device evaluation.

Event description:
Same case as 2184052-2015-00113 and 2184052-2015-00114. It was reported that three virage closure tops backed out postoperatively. The patient was revised to remove the device.